Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized last (B)(6) 2017. The customer was found unconscious and an ambulance was called. The customer had a heart attack due to high blood glucose. The customer's high blood glucose level was over 700 mg/dl. The customer was not wearing the insulin pump during the hospitalization. The customer took off the insulin pump to get in the shower and the paramedics left the insulin pump at home. Prior to the hospitalization, the customer was off the insulin pump for less than 48 hours. The customer did not know how her high blood glucose was treated. The insulin pump passed troubleshooting. The customer was advised to monitor their blood glucose and the insulin pump.